Manufacturer narrative:
Actual patient weight reported: (B)(6). Implant date reported as (B)(6) 2012. Subject device has been received and is currently in the evaluation process. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records for part 04.641.078, lot 5816958, indicate that the reported product was manufactured at the brandywine manufacturing facility and indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. The product lot underwent all specified inspection requirements with no product nonconformities reported. Device history records for the reported lot indicate that the product was produced from raw material(B)(4), part number 24019, lot 5780530 in accordance with established specifications. A manufacturing evaluation was completed: the device was received with post manufacturing damage consisting of dents, nicks, and gouges on several surface areas and in addition the rod was broken into two pieces. The severed region of the rod occurred in the area where titanium parallel connector is used. There were no issues identified that pertained to the complaint condition; the component was received with post manufacturing damage so not all features could be properly evaluated. However the features that could not be evaluated would not have impacted the complaint condition. All other features relevant to the part met specification; therefore the complaint is unconfirmed from a manufacturing perspective. The complaint condition pertaining to the broken distal extension was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had the original surgery performed on (B)(6) 2012 using verticle expandable prosthetic titanium rib (veptr) devices. During a follow up x-ray obtained in the last week of (B)(6) 2014, it was found that the distal verticle expandable prosthetic titanium rib (veptr) rod broke off in the parallel connector and a s-hook was also found to be broken. A surgical revision was performed on (B)(6) 2014 and new parts implanted. No surgical delay. All pieces retrieved. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: ti distal extension (04.641.078 / lot 5816958) has been received with damages consisting of dents, nicks, and gouges on the surface and in addition the rod was broken at the end. The veptr device is designed to mechanically stabilize and distract the thorax to correct three dimensional thoracic deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome. The veptr devices are attached perpendicular to the patient¿s natural ribs, or to the lumbar vertebra or ilium. The system includes 24 distal extension rods which are used with the s-hook and connector to attach to the ilium. The drawing associated with the part was reviewed. The drawing calls out the appropriate dimensions, material and finishing processes for a successful design. The returned distal extension has been received with damage. The fractured surface appears to have occurred at the transition zone between the parallel connector and the distal extension rod. No design related issues were identified with the returned part. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had the original surgery performed on (B)(6) 2012 using verticle expandable prosthetic titanium rib (veptr) devices. During a follow up x-ray obtained in the last week of (B)(6), 2014, it was found that the distal verticle expandable prosthetic titanium rib (veptr) rod broke off in the parallel connector. A surgical revision was performed on (B)(6) 2014 and new parts implanted. No surgical delay. All pieces retrieved. This is report number 1 of 1 for (B)(4).